Manufacturer narrative:
The device was not returned to medtronic for eval. Unable to determine cause of the event.

Event description:
It was reported that the tip of the torx driver broke off during tightening of the domino connector. The broken piece was retrieved from the patient. No patient complications were reported.